Manufacturer narrative:
Updated information: h6 impact code changed to f11. H6 clinical code changed to e0506. H6 med dev prob code added a01.

Manufacturer narrative:
Updated information: d9 device return date added g1 initial report title, facility name, and address added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the peel-away device was bleeding between the orange and white rings. The doctor clamped the two components together, which resolved the problem.